Manufacturer narrative:
(B)(4). Batch # r9535n. Investigation summary: the device received was returned with the tissue pad with no apparent damage. The device was connected to a gen11. The device was activated with the generator. In addition, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was bent and not making contact with the moving trigger. No conclusion could be reached as to what caused the clicker issue. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the white tissue pad was early broken without long-time activation and partially missing from clamp arm of the device. There was no patient consequence.